Event description:
It was reported that the patient had an infection. Their pump and catheter were removed on (B)(6) 2013. The medication used within the system was lioresal. The patient was noted to be alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the end date of baclofen intrathecal treatment was (B)(6) 2013. Perioperative antibiotics were administered. The date of onset or diagnosis of infection was (B)(6) 2013. The patient did not have meningitis. The date of the patient's last refill was (B)(6)2013. Symptoms included swelling, drainage, and pocket erosion. The primary location of the infection was the device pocket. A culture was obtained from the device pocket. The type of organism cultured was (B)(6). Intravenous antibiotics were administered, and the entire system was explanted. The infection resolved.